Event description:
A customer reported the system restarted on its own during the procedure. The procedure was completed with the same equipment with a delay of 30 minutes. There was no pt harm.

Manufacturer narrative:
A company rep examined the system and was unable to confirm the reported event. The company rep inspected the cables and connections of the system as well as cleaned internally. The console was tested per service test procedures and verified to meet specs. A review of complaints did not indicate any add'l similar reports for this universal ii system. The system was found to meet specs, therefore, the root cause of the reported event could not be determined conclusively. (B)(4).